Event description:
On (B)(6) began my last episode of over and under dosing of medtronic syncromed ii. After 6 or 7 ER trips, my nephew found me unresponsive on (B)(6). I was overdosed. I was given naloxone opiate binder and I responded. My doctors have in my files that I overdosed even after my mother told them I had only taken a couple of percocet over the last few days because the ER told her that I would have having a short for pain and not to give me a percocet close to the shot. I was not able to open my pill bottle so she had all my meds. And I can not even get the doctor to acknowledge the fact that my tylenol/acetaminophen level was very low so there's no way I overdosed myself. I feel like these doctors need to take some responsibility for taking lives and quality of lives away from their patients. I have very bad torture pain that my pain doctors will not acknowledge now that I will not be making money for them anymore with this pump and injections. After 3 days in the hospital with 2 muscle relaxers a day prescribed during my stay, the siren on my pump finally sounded and I was put back on my oral meds and deactivated pump. I begged every doctor and every nurse to check the pump while I was in hospital. On that last day in hospital it was checked. I am very sorry that this message may not be clear but all of these physical problems has left me impaired.